Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The oad and original guidewire were returned for evaluation. The initial examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. There was some biological material observed on the driveshaft filars and the crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter of the driveshaft and crown were found to meet specifications. The fractured driveshaft sections were sent for scanning electron microscope (sem) analysis. Sem analysis confirmed fatigue striations on the fractured faces of the driveshaft filars. Examination of the guidewire did not reveal any damage. The spring tip proximal solder bond did not exhibit any extensive damage or signs of being spun over. The control knob was loose and traveled smoothly. The returned guidewire was loaded through the proximal fractured section of the device without issue. When tested using an in-house saline pump, the device spun at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. After the successful treatment of two lesions, the oad was not able to pass through a third lesion. A change in the sound of the device was noted and upon retracting the oad it was noted that the tip of the device had detached. Additional non-csi guidewires were inserted in an attempt to snare the device fragment, but were not successful. The device fragment remained on the guidewire and was removed along with the wire. The procedure was aborted and there were no adverse consequences to the patient.